Event description:
A malfunction was reported by a customer who experienced an issue with their pump, described by the malfunction code 12-0x2071. The customer did not provide information about blood glucose levels, and it is unknown if there was any impact. The customer reported the event date as (B)(6) 2025, but upon checking, technical support found nothing in the pump's history for that date, with the last usage being on (B)(6) 2024. Customer reverted to using an alternate method of insulin therapy.